Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that when the patient presented for a follow-up in-clinic, noise failure was observed on the implantable cardiac defibrillator. The patient received several inappropriate high voltage shocks due to the noise. The device was replaced successfully. The patient was discharged.

Manufacturer narrative:
Additional information: analysis was normal. No abnormalities found.